Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that falsely elevated troponin I results were obtained on a patient sample. Siemens reviewed the files that were provided by the customer and determined that there was no indication of a reagent malfunction. A customer service engineer (cse) was previously dispatched to the customer site and performed total service on the system. Siemens headquarter support center (hsc) investigated the issue and determine that the aspiration profile for the samples with the sample ID of (B)(6) were atypical indicating a potential sample handling issue. The limited cup mode bypasses the normal liquid detect and level sense system of the analyzer. This mode is available for normal use by customers when dealing with small sample volumes, and customers are made aware to ensure there is adequate volume and no bubbles in the sample due to the bypass of the liquid detect and level sense system. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely elevated troponin I (tni) results were obtained on one patient sample on the dimension® exl¿ with lm integrated chemistry system. The initial discordant result was auto repeated; the repeated result correlated with the initial result (positive). The result was reported to the physician(s). The patient was redrawn, and the sample was tested in duplicate on the same instrument resulting lower. The original sample was rerun, and it also resulted in a lower value matching the redrawn sample results. A corrected reported was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.